Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 12 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed - however, the foreign material in the nozzle was unable to be further specified. Moreover, no deformation of the nozzle was observed. It was presumed that the suggested phenomenon occurred due to a lack of complete reprocessing by the user facility prior to returning the subject device to the legal manufacturer. The operation manual describes how to inspect for the subject event in ¿chapter 3 preparation and inspection, section 3.2 inspection of the endoscope and section 3.6 inspection of the endoscopic system¿ as below: "[inspection of the endoscope] 9. Inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities." "[Inspection of the objective lens cleaning function] - inspection of the air/water feeding function 1. Keep the air/water valve¿s hole covered with your finger and depress the valve. Observe the endoscopic image and confirm that water flows on the entire objective lens." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. Inspection and testing of the returned device found foreign materials in the nozzle. Additionally, the device evaluation found the angle play, insufficient angle, nozzle drain failure, the camera cover scratches, rubber adhesion cracks, operation scratches, switch 1 scratches, scratches on image guide coil side, scratches on operation part side, air/water cylinder paint peeling and suction cylinder peeling. The device was not cleaned, disinfected, and sterilized before it was sent in for repair. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported that the biopsy forceps could not be pulled out from the forceps mouth of the evis lusera colonovideoscope. The customer noted that one of the clips that was caught during the procedure fell off and was lost, so it may have been sucked up by the scope. There were no reports of patient harm. The device was returned for evaluation. Inspection and testing of the returned device found foreign materials in the nozzle. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.